Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, at approximately 300 minutes on cpb, the user noticed frothy bubbles through the transparent housing of the oxygenator, close to the arterial inlet. The user made sure that these bubbles had not ended up in the arterial line and ran a blood gas analysis, in which oxygenation parameters were okay. The user notified a colleague and cpb was continued for other 45 minutes. The oxygenator was used for 342 minutes on cardiopulmonary bypass, during cardiac surgery intervention (aortic valve replacement + CABG (coronary artery bypass graft)). It is unknown whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.